Event description:
Patient reported that during an implantation procedure for the essure micro-inserts the physician was unable to detach the delivery wire from the micro-insert. The patient was taken to a hospital where general surgery was performed in order to remove the micro-inserts.

Manufacturer narrative:
MDR is being reported outside of the 30-day time frame because this was initially evaluated as not reportable, but later review of this ar file resulted in a change in the determination of reportability.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).